Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable ise indirect na, k, ci for gen.2 results for one patient sample. Of the data provided, only the sodium result was a reportable malfunction. The initial result was 150 mmol/l and was reported outside the laboratory. The repeat result was 140 mmol/l. The customer was not aware of any adverse effect to the patient as the sample was repeated and reported quickly. The electrode lot number and expiration date were requested but were not provided. The field service representative could not find a cause and could not replicate the issue. He checked and adjusted the mixer height and ran precision testing. A specific root cause could not be determined. Calibration and quality controls were within specification at the time of the event. Possible causes include a pre-analytical handling issue or contamination of the dilution cuvette.